Manufacturer narrative:
Service was dispatched due to the customer reporting the alinity c processing module, serial number (B)(6) generating falsely elevated magnesium results. Service performed extensive troubleshooting of the issue. Service replaced, cleaned and calibrated multiple parts; however, a definitive cause was not identified. The service history of the (B)(6) verifies no subsequent issues have been reported related to falsely elevated magnesium results. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer observed falsely elevated alinity c magnesium results. The following data was provided. Sid (B)(6). On (B)(6), 2023. Initial result 2.974 mmol/l. Repeat result on same alinity c analyzer: 0.587 mmol/l. Repeat results on different alinity c analyzer: 0.576 and 0.572 mmol/l. Sid (B)(6). On (B)(6), 2023. Initial result : 2.910 mmol/l. Repeat result: 0.755 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity c magnesium results. The following data was provided. Sid (B)(6), (B)(6) 2023, initial result 2.974 mmol/l, repeat result on same alinity c analyzer: 0.587 mmol/l, repeat results on different alinity c analyzer: 0.576 and 0.572 mmol/l. Sid (B)(6), (B)(6) 2023, initial result : 2.910 mmol/l, repeat result: 0.755 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.